Event description:
It was reported that the atrial lead dislodged due to twiddler's syndrome. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.